Manufacturer narrative:
H.6. Investigation summary: the complaint on contamination was reported on the phoenix ap instrument. Bd remote assistance provided decontamination workflow and assisted customer to decontaminate the instrument. Issue was resolved after decontamination. This is an unconfirmed failure of a bd product. The root cause of the failure is not known. A review of the device history record was reviewed by quality and found to be conforming. Service history for this instrument was reviewed and revealed no previous complaints related to this failure mode. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. Bd quality will continue to closely monitor for trends associated with this complaint.

Event description:
It was reported while using the bd phoenix¿ ap the qc failed for the downstream instruments, showing high mics, due it being contaminated. No health impact or consequence reported.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ ap the qc failed for the downstream instruments, showing high mics, due it being contaminated. No health impact or consequence reported.